Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Reporting period (B)(6) 2015.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 02/23/2017. (B)(4). Reporting period june 1, 2015 through july 31, 2015. Supplemental 09.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Reporting period june 1, 2015 through july 31, 2015. Supplemental 10.

Manufacturer narrative:
(B)(4). Reporting period june 1, 2015 through july 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2015 through july 31, 2015

Manufacturer narrative:
Date sent to the FDA: 12/22/2017 .ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2015 through (B)(6) 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4)reporting period (B)(6) 2015 through (B)(6) 2015marker 3500a number 2210968-2015-08097supplemental 12 - attachment: [(B)(6) 2015 pah supplemental 12.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2015 through july 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2015 through (B)(6) 2015 supplemental 13 - attachment: [(B)(6) 2015 pah supplemental 13.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2015 through july 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2015 through july 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2015 through july 31, 2015.

Manufacturer narrative:
Date sent to FDA: 12/27/2018.. Ethicon MDR summary reporting exemption e2013037 reporting period june 1, 2015 through july 31, 2015.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2015 through july 31, 2015.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2015 through july 31, 2015.

Manufacturer narrative:
Date sent to FDA: 12/20/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2015 through july 31, 2015.